Event description:
The customer stated that she rec'd a blood glucose reading of 126 mg/dl on the pharmacist's meter, and a reading of 36 mg/dl on her meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the diffference clinically significant. The customer did not allege any adverse events due to the readings. Testing supplies were to be sent to the customer for further troubleshooting, and no product will be returned at this time.